Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history review revealed that the device was distributed for use over 5 years ago and has been reconditioned/serviced since its original manufacture date; therefore, there are no nonconformities, rework activities, or first pass test specification failures related to this complaint. Review of previous service records did not show a relationship or potential cause of this complaint related to repairs that have been made to the device. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. The event history was downloaded and revealed multiple alarm codes. Quality engineering has determined that (B)(4) in the alarm log on the occurrence date is most reflective of the reported condition and has verified the reported issue. There was no nonconforming product related to the reported issue. The assignable cause for the reported issue was undetermined.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error (se) occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. The patient continued therapy on the hc after the alarm, but was unable to complete therapy due to an additional alarm. A technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) with a registered nurse (rn) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.